Event description:
It was reported that a 34-year-old hispanic female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant on the left side, and with 350cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade IV on her left; and iii on the right side postoperatively. As a result, the patient underwent unilateral left side explantation and replacement with catalog number 3503504bc; serial number (B)(4) on (B)(6) 2022. On (B)(6) 2023, mentor received two dates of surgery. Upon further follow up, clarification was received that on (B)(6) 2022, patient had implant exchange surgery on the left side, and right side was corrected on (B)(6) 2023. It was reported that only left side device was exchanged. Supplemental report will be submitted upon receipt of any new information. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On june 22, 2023, mentor became aware that right side device was also replaced with 350cc mentor silicone device and information was inadvertently missed under previous submission. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number (B)(4) right side replaced information was mistakenly not reported under previous initial submission.

Manufacturer narrative:
On august 18, 2023, mentor became aware that on (B)(6) 2022 surgery was for the left side capsulectomy and the one on (B)(6) 2022 was for the right side capsulectomy. Field d6b have been updated on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number (B)(4).